Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Update: (B)(4) 2012 - litigation papers were received. They allege that patient has experienced metallosis. The complaint was reopened to add the liner and head. The devices associated with this report were not returned. A search of the complaint databases did not show any other reports against the provided product and lot combinations. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
The product associated with this reported event was not returned. A search of the complaint database did not show any other reports against the provided product/lot code combination. The investigation could not draw any conclusions about the reported event with the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
After review of medical records, it was stated that the patient was revised to address synovitis likely associated with metal-on-metal articulation. Revision notes stated that 2 screws were explanted with the cup.

Manufacturer narrative:
(B)(4).

Event description:
It was confirmed that the right hip was revised and not the left.

Event description:
Patient was revised to address malpositioning of the cup (high cup angle) and pain.